Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, high voltage lead impedance (hvli) was observed. The hvli trend, both the svc-can and the rv-can vectors were rising concurrently over the last several weeks. Programming changes were suggested. The clinician indicated that the patient is on hospice care and that no changes were expected to be made at this time. It was later reported that the patient's device was reprogrammed to rv-can only and the impedance issues were resolved. The patient was asymptomatic and completely unaware of the hvli issues as this was sent through a remote alert.